Manufacturer narrative:
It was reported that the totalcare bed mattress deflated at an unspecified time during the night on (B)(6) 2024 and by the morning on (B)(6) 2024, the patient¿s tailbone was rubbed raw resulting in an open wound due to the alleged malfunction. Unspecified error codes were present on the bed at the time of the event. The patient uses a thin cotton sheet on top of the mattress and was not wearing any clothing. The patient was moved to an alternate bed while awaiting inspection of the totalcare bed. No additional information was provided by the reporter. The patient¿s sister provided the following information on 19sep2024. The patient¿s preexisting, right ischial wound, reportedly opened to the rectum. The patient was evaluated by the wound care clinic; however, treatment details were unknown. The totalcare bed system is intended to be used to treat or prevent pulmonary or other complications associated with immobility; to treat or prevent pressure injury; or for any other use where medical benefits may be derived from either continuous lateral rotation therapy or percussion/vibration therapy. The device instructions for use (IFU) includes the following warning related to air system failures: warning¿excessive mattress pressure changes or air system failures could impact the pressure-relieving ability of the totalcare pulmonary surface or treatment surface. The alarm pause feature is not a substitute for good caregiving practice and the patient should be constantly monitored and, if necessary, removed from the bed. Otherwise, patient injury could occur. Baxter inspected the totalcare bed and replaced six stepper motors and chest cushion. The bed functioned as designed after repairs were completed, and pressure readings were within parameters. The development of pressure injuries is multifactorial and cannot only be attributed to the performance of the surface or totalcare bed. Pressure injuries can develop within 2-6 hours when capillaries supplying the skin and subcutaneous tissues are compressed, causing an obstruction in blood flow, which ultimately leads to tissue necrosis. Position changes are key to pressure injury prevention and treatment. These changes need to be frequent, repositioning needs to avoid stress on the skin, and body positions need to minimize the risk of pressure on vulnerable areas. Prevention of pressure injuries involves a multidisciplinary approach including rapid identification of at-risk individuals such as those with diabetes, incontinence, impaired mobility, peripheral vascular disease, etc., and exercising a vigilant prevention protocol consisting of skincare, nutritional assessment reducing mechanical load, and utilizing support surfaces. In this event, the patient¿s preexisting right ischial wound reportedly opened with exposure of the rectum, which will be assessed as a stage 4 pressure injury for the purpose of this evaluation. A stage 4 pressure injury extends to the muscle, bone, or joints and can cause a serious infection of the bone, known as osteomyelitis. Although treatment information was not reported, it can be reasonably concluded that the patient required medical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, concluding a serious injury occurred. The ultimate cause of the reported event is undetermined, but likely multifactorial due to the patient¿s preexisting wound and prolonged use of the totalcare bed with a known non-functioning air system. If the reported problem (mattress deflated) were to recur, it would be unlikely to cause or contribute to a death or serious injury unless the patient continued to use (use error) the bed in its non-functioning state. Additionally, the bed provided error codes alerting the user to a condition that required attention. The complaint will be reassessed should additional information become available.

Event description:
It was reported that the totalcare bed mattress deflated. This report was filed in our complaint handling system as complaint # (B)(4).